Manufacturer narrative:
See d4 expiration date, d10, h4 and h11. Complaint has been evaluated and is similar to:1644408-2023-00113; 509-02-032, s808 - infection , revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - infection.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.